Event description:
The article "management of single leaflet device attachment in the tricuspid position" was reviewed. The article presented a case study, to evaluate procedural challenges due to a single leaflet device attachment. Devices mentioned include mitraclip and non-abbott devices. The article concluded that slda during tteer presents a significant procedural challenge but can be managed effectively with clip retrieval using non-abbott devices. The case demonstrated successful clip retrieval without injury to the valve leaflets and successful teer. [The primary author and corresponding author was peter pollak at mayo clinic jacksonville institution with corresponding email pollak.peter@mayo.edu]. The date of the procedure was not provided. A total of 1 patients were included in this study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4), unk mitraclip intraprocedural complication included single leaflet device attachment (slda), unexpected medical intervention.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on the limited information available from the article, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "management of single leaflet device attachment in the tricuspid position" was reviewed. The article presented a case study, to evaluate procedural challenges due to a single leaflet device attachment. Devices mentioned include mitraclip and non-abbott devices. The article concluded that slda during tteer presents a significant procedural challenge but can be managed effectively with clip retrieval using non-abbott devices. The case demonstrated successful clip retrieval without injury to the valve leaflets and successful teer. [The primary author and corresponding author was peter pollak at mayo clinic jacksonville institution with corresponding email pollak.peter@mayo.edu]. The date of the procedure was not provided. A total of 1 patients were included in this study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk mitraclip. Intraprocedural complication included single leaflet device attachment (slda), unexpected medical intervention.